Manufacturer narrative:
As no further information regarding this event is expected our investigation is complete. This report will be updated should additional details be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have dislodged causing the patient¿s heart rate to go down to 30 beats per minute. The patient was brought back into the hospital and the rv lead could not capture at 7 volts (v) and would only capture in unipolar at 3v. An x-ray taken did not show any anomalies in the rv lead position. The physician decided to reprogram the rv lead and it remains in service. No adverse patient effects reported.